Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 700 mg/dl. The customer began experiencing high blood glucose levels the night before, and was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure and self tests. It was also stated that the customer was hospitalized due to high blood glucose levels six weeks earlier. Nothing further was reported.